Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was experienced hyperglycemia on (B)(6) 2026 and was treated with manual bolus. The infusion set was in use for four days, but the recommended time is three days, which is misuse.